Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt presented to the emergency room (B)(6) with signs of withdrawal. The pt had a pump refill on (B)(6) 2011. She was admitted for observation and a manufacturer rep was asked to assist in adjusting her dose later in the day. The pt's health care provider expressed concern that the medication in her pump was possibly "the wrong concentration." The pt's health care provider decided to reduce her dose to and give the pt oral morphine, and keep her for observation. It was further reported that the pt experienced dizziness. The pt's drug was compounded at the pharmacy and the health care provider suspected it may have been compounded incorrectly. The pt's health care provider wanted to remove the drug from system and refill pump with new drug. The drug in the pump at the time of the event was morphine. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.